Manufacturer narrative:
Per the clinic, the patient underwent two revision surgery to clean the wound (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report. Device analysis report attached. This report is submitted on november 23, 2023.

Manufacturer narrative:
Correction: the brand name (d1) reported in the initial report is incorrect; the correct brand name has been updated. Per the clinic, the date of the two wound revisions are confirmed to be (B)(6) 2023 and (B)(6) 2023. During the first wound revision surgery on (B)(6) 2023, the wound was cleaned and debrided (reported in initial report). The site was irrigated with antibiotics solution and the device was repositioned to a new site. Antibiotics irrigation was repeated and the site was closed. On the second wound revision surgery on (B)(6) 2023, the patient also underwent a wound debridement before the device was explanted in the same surgery. Both the revision surgeries were performed under general anesthesia. This report is submitted on january 04, 2023.

Manufacturer narrative:
This report is submitted on october 24, 2023.

Event description:
Per the clinic, the patient experienced a chronic atrophic dermatitis over the implant site resulting to an abacterial wound. Subsequently, the patient underwent a wound debridement (specific date not reported), however the issue did not resolved, then led to extrusion of the device. The device was explanted on (B)(6) 2023, and a skin flap revision was performed during the same surgery. It is unknown if there are plans to reimplant the patient as of the date of this report.